Manufacturer narrative:
Tech found cable connector and board saturated due to fluid ingress. He replaced cable and board to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The bed had an intermittent "service required" light.